Event description:
It was reported that the patient has expired after an implant duration of approximately 0.1 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient's registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided, and no device was returned for evaluation.

Event description:
It was reported that the physician had difficulty puncturing the side port of the pump. The puncture of the side port was not possible. The physician tried about 30 minutes to find the access to the side port (catheter access port) with x-ray. An operation was necessary to puncture the side port. The pump contained morphine at the time of the event.

Manufacturer narrative:
In 2009 (through follow-up with the health-care provider via fax), a response was received, however, the cause of death was not provided or could it be learned from the information provided. It was noted by the surgeon that the patient had sepsis/pseudomonas aeruginosa. The device is unavailable for evaluation, as the device has not been explanted from the patient. No other details were provided.the device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.